Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the screen would continuously time out after 15-20 seconds despite timeout settings being set to 120 seconds. Additionally, it was reported that excessive force is required to press the wake button and activate display. Reportedly, customer reverted to manual injections for insulin therapy. The customer's blood glucose level was 188 mg/dl.